Event description:
The hospital reported that during an endoscopic vein harvesting procedure after using the vasoview hemopro 2 for about 30 minutes they noticed that the black part of the jaw was about to peel off, so they used another new vasoview hemopro 2. It did not completely come off. They did not confirm the resistance during the procedure. There were no additional incisions or delays in the procedure. There is no harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
(B)(4). The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Corrected section: h3- device returned, h6- device returned. The device was returned to the factory for evaluation on 10/31/2022. An investigation was conducted on 12/01/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the device. Evidence of charred material was also observed between the jaws. A visual inspection was conducted. The black shaft was observed to be intact with no visual defects. A microscopic inspection was conducted. The heater wire was observed to be flexed away from the hot jaw and completely detached from the tip of the jaw. Based on the returned condition of the device and the investigation results, the reported failure "peeled; shaft" was not confirmed; however the analyzed failure "material twisted/bent wire" was confirmed. Jb 05-dec-2022 the certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications.